Event description:
It was reported that during a surgical procedure, the the device overheated in the surgeons hand. It was further reported that the surgeons hand experienced a red mark requiring no further treatment. It was also reported that a delay of up to 1 hour occurred as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6; the reported event, for overheating, was not confirmed as the device was not returned for evaluation.without the device, the root cause cannot be determined. H3 other text : device not available for return.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, the device overheated in the surgeons hand. It was further reported that the surgeon's hand experienced a red mark requiring no further treatment. It was also reported that a delay of up to 1 hour occurred as a result of this event. It was further reported that the procedure was completed successfully.